Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with high idle current, problem isolated to interface board. No blank display anomalies noted. Insulin pump passed selftest, unexpected restart error test and displacement test.